Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly at home with his wife at the time of the event. The patient reportedly collapsed while sitting at the table. No resuscitation efforts were made as the patient had a dnr in place. Review of the download data indicates that the patient entered vt at 210bpm that slowed to vt at 110bpm with variable amplitude, motion artifact and variable rate for approximately three and a half minutes until the device was shutdown. The device was started again approximately one minute later. Approximately 11 minutes later, the patient again entered vt at 130bpm. The vt rate increased for a short time to 150bpm before slowing again to vt at 110bpm. The rhythm then transitioned to an idioventricular rhythm at 40bpm which then degraded to asystole. The electrode belt was disconnected approximately 15 minutes later. The patient's prescribed programmed vt device settings were 200bpm. The patient's rhythm was not sustained above 200bpm long enough to complete a treatment sequence.